Manufacturer narrative:
(B)(4).

Event description:
It was reported "prolonged inflation from iabp. After restarting, the bpw appeared as if the iab was being held inflated for a prolonged period of approximately 20-30 seconds and not aligning with hr of 50s. Iab visualized remaining inflated on fluoroscopy despite hr and pressure triggers appearing appropriately. Placed iabp in operator mode and ap with iab now inflating and deflating appropriately with bpw reflecting this. Patient's hemodynamics remained stable throughout. Therapy at this time appropriate. Console exchanged without incident. Therapy on second console appropriate". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "prolonged inflation from iabp. After restarting, the bpw appeared as if the iabwas being held inflated for a prolonged period of approximately 20-30 seconds and not aligning with hr of 50s.iab visualized remaining inflated on fluoroscopy despite hr and pressure triggers appearing appropriately. Placed iabp in operator mode and ap with iab now inflating and deflating appropriately with bpw reflecting this. Patient's hemodynamics remained stable throughout. Therapy at this time appropriate. Console exchanged without incident. Therapy on second console appropriate". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "prolonged inflation" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.